Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
After installation of the correct washing steps, the customer experienced further issues. The field service representative visited the site and found the found the naohd tubing was not connected well. As the calibration and qc were acceptable, a general issue with the reagent or the instrument could be excluded. As the wash steps had not been properly installed, contamination was a possible cause of the event.

Event description:
The customer received questionable creatinine plus ver.2 results for two patient samples. Patient 1 initial result was 180 umol/l and the repeat results were 51 and 52 umol/l. Patient 2 initial result was 370 umol/l and the repeat results were 50 and 52 umol/l. The initial results were sent to the doctor and new blood samples were taken three days later. There was no allegation of an adverse event. The reagent lot number and expiration date were requested, but were not provided. During the investigation, it was found not all washing steps were installed properly. The issue appeared to have been resolved by installation of washing steps.